Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter entrapment occurred. After a non-bsc guide wire was advanced, a sterling balloon catheter was advanced for dilatation. However, during the procedure, the guide wire became stuck inside the sterling balloon catheter and so the devices were pulled out. No patient complications were reported and the patient's status was good.